Event description:
During product evaluation the pump's air-in-line printed circuit board was found to be out of calibration. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: during product evaluation, the air-in-line printed circuit board (ail pcb) values were found to be out of specification. The ail pcb was replaced. The device was returned to the customer fully operational.